Manufacturer narrative:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device does not emit an ECG signal. The rse evaluated the device remotely and determined that this was a malfunction of the ECG cable, which is a consumable product. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be caused by a defective ECG cable. The root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was advised to replace the ECG cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx defibrillator does not emit an ECG signal. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.